Manufacturer narrative:
Patient info: unk. Date of event: unk. Product code: unk (esubmitter does not allow for a blank field or 'unk'). Model #, implant date: unk. Product manufactured but not sold in the u.s. MFR date: unk. (B)(4).

Event description:
An article published in clinical ophthalmology was received on (B)(6) 2020, entitled 'three-year effect of phakic intraocular lenses on the corneal endothelial cell density.' The article states that after implantation of the vision implantable collamer lens (icl), patients experienced endothelial cell loss. Three months after implant patients showed endothelial cell loss of 3.5%. At the end of the three-year study, the endothelial cell loss was 13.4%. Reportedly there was less drop in endothelial cell density in association with the icl when compared to the verisyse and veriflex lenses.